Manufacturer narrative:
Analysis confirmed the reported event; the usb (universal serial bus) port was broken and functioned intermittently. Analysis also found the stylus functioned intermittently due to the xy printed circuit board assembly. The display dropped. The latch on keyboard, tabs on power cord door, and upper display hinges were broken. Concomitant product: product ID 229047 analyzer.

Event description:
It was reported that the universal serial bus (usb) port in the back of the programmer is broken. A software update via usb was attempted, but was not able to be performed because the drive would not fit. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.